Manufacturer narrative:
This report is for two unknown distal screws/unknown lot. Implanted date: 2012, month and day unknown. Devices were not explanted; device remain in the patient. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This event should have been reported as an adverse event with required intervention as well as a product problem due to the two unknown broken screws retained in the patient. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2015, the patient underwent a revision procedure due to a broken nail, two broken screws and a non-union. The patient had been implanted in 2012. The patient had little to no healing at the fracture site. The broken nail was removed but the two broken screws remain in the patient. A new nail and screws were implanted successfully. This report is for two unknown distal screws. This is report 2 of 2 for (B)(4).